Event description:
Allegedly revised due to mom complications of left hip.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-02674, -02675, -02677. This report will be updated when investigation is completed.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.